Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The device was retracted three times when attempting to place the device in a good position. After it was placed, it was observed that the device was too large. A smaller 28mm amplatzer amulet left atrial appendage occluder was then implant with no problems. After the procedure, it appeared the 31mm occluder was lacking stabilizing wires. The patient was discharged.

Manufacturer narrative:
An event of an amulet lacking stabilizing wires was reported. The device was returned to abbott for investigation and the device met visual specifications when analyzed under non-physiological conditions. All stabilization wires were in place with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.